Event description:
It was reported that the apex pro telemetry systems were down due to a faulty network switch port. Monitoring was lost for approx 50 pts, however, no adverse outcomes were reported. The issue was reportedly resolved by replacing the network switch. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.